Manufacturer narrative:
(B)(4).

Event description:
Event: a retroperitoneal hematoma and rupture of the aaa resulting in explant of the ancure. Case details: it was reported to guidant through a user's facility mandatory medwatch report that a patient had repair of an abdominal aortic aneurysm (aaa) with endograft stent on (B)(6) 2000; however, on (B)(6) 2005 the patient was found to have a large retroperitoneal hematoma and the aaa ruptured. (B)(4).